Manufacturer narrative:
The system was used for treatment. A review of kit lot c759 was performed and there were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, occlusion system alarm and photoactivation module leak. No trends were detected. No corrective and preventive action was initiated for complaint category, occlusion system alarm or for complaint category, photoactivation module leak. This assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the kit met specification based solely on information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the therakos continuous improvement process. (B)(4). Device not returned.

Event description:
Customer called to report a system occlusion alarm during the last (fifth) cycle. When the customer inspected the kit, she noted a blood leak from the photoactivation module. Treatment was aborted. Customer reported that the patient will receive a unit of packed cells to compensate for the blood loss. Customer stated the instrument has been cleaned, but there is blood underneath the glass which she cannot reach. Css notified management and requested possible service without a po# for cleaning. The patient was reported to be in stable condition. The customer elected not to return the kit for investigation. The case was updated on (B)(6) 2015: css called the customer to follow up regarding the need for service. Customer stated she was able to soak the photo plate and get it cleaned. Customer stated she does not need the instrument serviced.